Manufacturer narrative:
Additional information was received that following the lead implant procedure a head cat scan was taken and showed that the leads were not properly secured. The patient underwent a revision procedure wherein the leads were repositioned. No additional information is provided per clinical study protocol.

Event description:
A report was received that the patient developed dysarthria. The patient will undergo an explant or revision procedure. The event has been reported as causally related to the study procedure and not related to the device hardware or stimulation.

Manufacturer narrative:
Additional information has been received that neither an explant nor a revision procedure has been scheduled. Per clinical study protocol the device model and serial numbers are not collected, and are unable to obtain the lead and ipg implant dates. There is no further course of action at this time.

Event description:
A report was received that the patient developed dysarthria. The patient will undergo an explant or revision procedure. The event has been reported as causally related to the study procedure and not related to the device hardware or stimulation.

Event description:
A report was received that the patient developed dysarthria. The patient will undergo an explant or revision procedure. The event has been reported as causally related to the study procedure and not related to the device hardware or stimulation.

Manufacturer narrative:
Additional information was received that the leads were not properly secured in the region of the subthalamic nuclei. The event has recovered and resolved.

Event description:
A report was received that the patient developed dysarthria. The patient will undergo an explant or revision procedure. The event has been reported as causally related to the study procedure and not related to the device hardware or stimulation.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 03:56 pm CT. The report number is being corrected from: 3006630150-2018-62370 to 3006630150-2018-00594.

Event description:
A report was received that the patient developed dysarthria. The patient will undergo an explant or revision procedure. The event has been reported as causally related to the study procedure and not related to the device hardware or stimulation.

Manufacturer narrative:
Date of birth: 1955 (exact date is unknown). Phone: (B)(6). Additional suspect medical device component involved in the event: model: db-2202-30, serial: (B)(4), description: vercise cartesia. Additional information was received that the patient underwent a lead replacement procedure wherein both leads were replaced due to confirmed lead misplacement.

Event description:
A report was received that the patient developed dysarthria. The patient will undergo an explant or revision procedure. The event has been reported as causally related to the study procedure and not related to the device hardware or stimulation.